Event description:
A malfunction was reported by the caller on the pump, with the issue not causing the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code appears again, which the caller acknowledged and understood.